Event description:
The end-user called medtronic minimed and stated that patient was hospitalized for high bg's. Leak was detected at the luer connection, not sure if it is from the reservoir or from tubing. On february 02,2003 maersk medical a/s received the complaint and 1 used tubing.